Event description:
New information noted that the programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Upon review, post-paced t-wave oversensing was noted. Programming changes were discussed. The patient would continue to be monitored.